Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: call service 088 alarms were observed in the black box and alarm history. Returned battery cap used for investigation. The pump powers on with display remaining blank. Unable to perform steps due to blank display. A crack in battery compartment was found travelling up from case seal. Corrosion observed in battery compartment. Leak test verifies leak at battery compartment. Pump opened and moisture damage found on pcb.